Event description:
This pt stopped responding to her cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantable surgery will occur in (B)(6). The healthcare professional was informed that the explanted device should be returned to cochlear americas.